Event description:
An ophthalmic surgeon reported that a dull knife was observed during usage. The surgeon suspected that the tip of the knife was bent. There was no harm to the pt involved.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 50x minimum magnification and found to have a damaged tip. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a full knife were found during the DHR review and the product was released according to company acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).